Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location was ruled out as a potential cause. During the explant procedure, the implanting clinician snapped the lead as they were attempting to remove it, which left a portion of the lead inside the patient. The stimulator is used to treat pain. The cause of the fractured stimulator was due to incorrect surgical technique as the clinician snapped the lead during the explant procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
An explant procedure was performed on (B)(6) 2022 due to erosion (complaint (B)(4)). During the explant procedure, the b lead was successfully explanted. However, the a lead was only partially removed, leaving a fragment of the lead inside of the patient. The physician does not have plans to explant the remaining fragment of the lead at this time.